Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
During the placement of the intra-aortic balloon (iab), the guidewire was bent. The guidewire from another iab was used, which also bent. A spare guidewire was then used, which allowed the balloon to be placed. This report is for the 1st product used in this event. A separate report will be submitted for the 2nd product used.